Event description:
The complainant reported the automated impella controller (aic) displayed 'purge cassette not identified" alarm. The team attempted to restart the aic but was unsuccessful. The grey button was unable to be pressed and the purge liquid was visible the whole time at the end of the purge line/motor gap. A second aic was used with the same purge cassette and everything went well, and the impella was successfully implanted.

Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.